Event description:
It wsa reported to medtronic neurosurgery that patient has had multiple shunt revisions. According to the report, the patient's first shunt was inserted in 1992. The report stated that the catheter would keep breaking each time. Reportedly, the patient had once developed a staph infection at the broken end of the catheter. According to the report, at one instance, the catheter had broken because the patient sat down. The report stated that the patient's current shunt was implanted in 1999 and is working well for her.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.